Manufacturer narrative:
Malformed clip. Evaluation summary: the el5ml device was returned non-functional. The instrument was cycled, and upon the first firing, a double fed issue was noted the following cycle, the advancer bypassed, the clip, and the remaining firings were conforming. No conclusion could be reached as to what may have caused the firing issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was jamming and double loading clips. Not sure how the case was completed. There was no pt consequence reported.